Event description:
It was found from programming history database periodic review that patient was seen with high impedance. Implant card was found indicating company representative was present for the subsequent full revision surgery with replacement reason ¿prophylactic¿. The explanted lead is not noted in the explanted device section with no reason indicated for lead revision. A new generator and lead are noted to have been implanted indicating full revision surgery was performed. As the company representative was present for the surgery (signed the implant card) and high impedance was seen on date of implant per programming history database, the aware date was updated to the date of surgery. The company representative has reported that he was present for surgery and did see hi in pre-op. He believes it was reported at the time but cannot locate the submission as it may have been deleted from his mail. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.